Event description:
During surgery it was noted that the pt had a tricuspid valve with 2-leaflets completely fused and totally immobile. The only leaflet that was mobile was barely so. The valve was excised. The medtronics free-style valve was selected and appropriately washed. Interrupted 3-0 ethibonds then were placed through the annulus & through the sewing ring of the porcine graft which was then seated, and the sutures were tied & cut. Posteriorly at the site of the native coronary button, the stump of the coronary was excised. The button of the pt's left coronary artery was anastomosed to the side of the graft with running 5-0 prolene. The graft was shortened for proper length, and the distal anastomosis between the porcine graft and the pt's native aorta was done with 4-0 prolene. The right coronary artery button was formed, and it could be seen that the stenosis at the origin of the coronary was found.